Manufacturer narrative:
Correction: the initial filing of this report was filed under 3007305485-2019-00410, upon receipt of the serial number, the number indicated that this was a (B)(4) registered unit. This report is the initial and the final report for this device with the correct registration number. Manufacturer narrative: to date, the reported device has not been returned to conmed for evaluation. Should the device be returned an evaluation will be performed. Upon completion of the complaint investigation a supplemental and final report will be filed. Otherwise, this filing will stand as the final report. The service history was reviewed, and no data was found. A DHR review was not performed as the device has been in the field for more than 12 months. A two-year review of complaint history revealed there has been 45 complaints regarding 45 devices for this device family and failure mode. During the same time frame 38,092 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be .001 per the instructions for use, the user is advised the following; - because of the risk of burns, needles should never be used as a dispersive electrode for electrosurgery. The entire area of the dispersive electrode should be placed so that the entire conductive area is in firm contact with an area of the patient's body that has a good blood supply and is as close to the operative site as possible. In general, electrosurgical current path should be as short as possible and should run either longitudinally or in a diagonal direction to the body, not laterally and under no circumstance lateral to the thorax. Conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The conmed representative reported on behalf of the facility that the 60-2450-120, system 2450 burnt the assistant during a circumcision on (B)(6) 2019. The assistant was single gloved and was holding the vessel using forceps (brand and product number unknown) while the surgeon used the tip of the electrode (brand and product number unknown) to cauterize the vessel. The burn is described as superficial. There was no patient injury or impact. There was no delay in surgery. After the initial complaint, the surgical staff is now double gloving for these procedures and there is no other issues. This report is being raised based on device malfunction with potential for injury upon reoccurrence.